Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that experienced a low blood glucose (bg) of 45 mg/dl. Customer bolus too much insulin when correct bg. Customer consumed carbohydrates and juice to address the low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.